Event description:
Had essure procedure in (B)(6) of 2012. Placed and recommended by my ob/gyn whom I adore, however, since the procedure my health has significantly declined. I noticed that my hair was falling out and also noticed no matter what I did, I continue to gain weight. I went to my gp and was tested for a thyroid problem. Everything came back perfect. I also noticed that my energy level decreased to almost lethargic. My period is uncomfortably heavy to the tune of using 4 entire boxes of tampons during my cycle and the cramps a week prior to and through my entire cycle as well as the week after are almost unbearable. I have noticed significant pain in my pelvic region as well as horrendous pain in my joins in my knees and hips. I have bloating in my abdomen and pain in my low back all the time. The only thing that has changed in this time frame is I had the essure procedure done. I have lost my job due to my lack of concentration and complete exhaustion. I could no longer function to the job requirement.